Event description:
A complaint was received from a customer that stated most of the display is missing segments and only the "tens unit" is displaying a very small portion. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.